Manufacturer narrative:
(B)(4). The insulin pump was returned for bumped/dropped/cosmetic damage. The insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. The insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. The insulin pump received with cracked bleeding glass. The following were noted during visual inspection fading serial number label and broken belt clip rails. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. The insulin pump was confirmed for physical damage on back area.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked pump. Customer stated pump got wet due to hurricane and cracked on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.